Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users were unable to log in due to an "unable to authenticate" error message. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device user was unable to login. A technical support specialist (tss) dialed into server and verified the user account in patient encounter system and confirmed that the account was active and properly configured. Tss reviewed identity server logs and identified active directory authentication failures due to invalid credentials. Tss confirmed that the issue was caused by incorrect or mismatched credentials during initial login attempts. After validation, a subsequent authentication attempt was successful and tss restarted the active directory services to ensure stability, restoring normal login functionality for the customer. The system functioned as intended after the technical support specialist troubleshot the device.